Event description:
The following was reported to hamilton medical ag: summary: panel error / connection lost (B)(6) with panel reconnection (B)(6).

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: the allegation in this complaint was confirmed to be a complaint as a malfunction of the device could be identified. With this investigation it has been confirmed that the device failed to meet its specifications at the reported time of the event while the device was in ventilation mode. The device did not show technical events or technical faults, but panel connection lost alarms occurred during ventilation. If this happens, the panel does not display the ventilation settings, however, the ventilation continues. In this complaint case it is stated that the failure did occur during ventilation of a patient. There was no reported patient, user, or third-party harm. The issue is not likely to be serious to public health but has potential to cause a patient harm or a delay in patient treatment, if it were to recur. Therefore, the event has been deemed to be a reportable event. The service technician visited the hospital on 24-11-2023, downloaded the logfiles of the ventilator and tried to reproduce this issue without success. The most probable root cause is either a defective ip esm and/or a defective vu esm. Therefore he replaced the ip esm and the vu esm of the device, updated the software to version 1.2.3, performed the complete service software with success and released the device afterwards. CAPA 2023_02_0067 "panel connection lost" was initiated to find a solution for this issue.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: the allegation in this complaint was confirmed to be a complaint as a malfunction of the device could be identified. With this investigation it has been confirmed that the device failed to meet its specifications at the reported time of the event while the device was in ventilation mode. The device did not show technical events or technical faults, but panel connection lost alarms occurred during ventilation. If this happens, the panel does not display the ventilation settings, however, the ventilation continues. In this complaint case it is stated that the failure did occur during ventilation of a patient. There was no reported patient, user, or third-party harm. The issue is not likely to be serious to public health but has potential to cause a patient harm or a delay in patient treatment, if it were to recur. Therefore, the event has been deemed to be a reportable event. The service technician visited the hospital on (B)(6) 2023, downloaded the logfiles of the ventilator and tried to reproduce this issue without success. The most probable root cause is either a defective ip esm and/or a defective vu esm. Therefore, he replaced the ip esm and the vu esm of the device, updated the software to version 1.2.3, performed the complete service software with success and released the device afterwards. CAPA 2023_02_0067 "panel connection lost" was initiated to find a solution for this issue. -------------------------------------------------------------------------------------------------------------------------------------------------- hamilton medical ag complaint number:(B)(4). Follow-up 2 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information as requested. Updated fields: b4, d1, d4, g3, g6, h2, h4.

Event description:
The following was reported to hamilton medical ag: summary: panel error / connection lost (tn 556951) with panel reconnection (tn 556952).

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: see (B)(4).

Event description:
The following was reported to hamilton medical ag: summary: panel error / connection lost (tn 556951) with panel reconnection (tn 556952).